Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having an air bubbles in the reservoir. Customer attempted to insert the reservoir into the insulin pump without rewinding and she had insulin squirt out at her. Customer stated that she had high blood glucose readings of 273 mg/dl due to not getting insulin all day and eating. Customer declined any further troubleshooting. No further information reported.